Manufacturer narrative:
Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction and internal fixation (orif) of a hip fracture, with three cannulated screws on (B)(6) 2017, a cannulated 4.0mm hexagonal screwdriver snapped at the tip. The cannulated screws were being tightened when the tip of the screwdriver broke. The broken pieces were retrieved easily without difficulty. Another screwdriver from another set was available to complete the surgery successfully. There was no surgical delay, no additional x-rays or medical interventions needed and the patient status was noted as stable. Concomitant part: cannulated screw (part number unknown, lot number unknown, quantity 3). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 314.05, synthes lot # a4ga294, supplier lot # a4ga294, expiration date: n/a, release to warehouse date: 14 jan 1997, manufactured by synthes (B)(4), no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion. The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken; fragment returned. The complaint condition was unable to be replicated due to the post-manufacturing damage. Based on the complaint condition no definitive root cause was able to be determined. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.